Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 and h6. G2 - added the country china. G2 selected ¿consumer¿ on the initial report; however, this device is not used by a consumer and it was inadvertently selected. H6 - corrected component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image could not be determined at this time as the event could not be replicated during evaluation. Olympus will continue to monitor field performance for this device.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image went black. The facility finished the case. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s190.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.